Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2008 including a paddle lead. The pt went to the emergency room due to overstimulation causing him to trip and fall. An impedance check was performed and revealed invalid contacts. The sjm rep reprogrammed the pt and instructed him to deactivate the scs sys. No further info is available at this time.